Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer stated she has had issues with the sensor recently. Customer stated that when she is going to take off the serter when inserting a new sensor the whole sensor comes off, it will not stick to her body. Customer clarified that the sensor does not get stuck in the serter. Customer stated that her serter has been replaced and now thinks the issue is her body. Customer believes that the adhesive does not stick to her body type. Customer was advised to change the sensor and see if the same issue occurs. Troubleshooting for tape not sticking was performed. Customer's blood glucose level was 141 mg/dl. Customer does not use lotion or soap to prep the site. Customer does perspire heavily. Customer was advised to not use alcohol on site. No further information reported.

Manufacturer narrative:
Unable to confirm adhesive anomaly due to two sensors were returned opened and used.